Manufacturer narrative:
Patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusions set tap not sticking event on (B)(6) 2024. Tap not adhering due to work movement. Non-serialized product being replaced. No further information available.